Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: the causal role of synvisc cannot be excluded for the occurrence of the event of the can't walk, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.

Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a pt. This case concerns a (B)(6) female pt whose left knee was so swollen up that she could not walk after receiving treatment with synvisc injection. Past medical history included previous use of synvisc administered last year. No past drug, other concomitant medication or concurrent conditions were reported. On (B)(6) 2013, the pt initiated treatment with synvisc injection, once weekly, (dose, route of administration, batch/lot and expiration date unk) into left knee for osteoarthritis. On (B)(6) 2013, the pt received second injection of the synvisc into her left knee. On unspecified dates in (B)(6) 2013, the pt complained that her knee was so swollen up that she could not walk. It was reported that the pt was going to go to the emergency room (ER). Action taken: permanently discontinued as the pt stated she was not going to take third synvisc injection. Corrective treatment: not reported. Outcome for both the events: unk. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Seriousness criteria: the event of 'she could not walk' was assessed as serious per the new ime list.